Event description:
The surgeon reported poor reflux. The anterior capsule was then cut by the surgeon to free the capsule from the I/a tip. No iol was implanted. Additional info received stated no posterior capsule tear occurred, but there was zonular dehiscence. No anterior vitrectomy was performed. During I/a, a small piece of cortex got caught in the I/a tip. The surgeon tried to 'burp' it out several times without success. The surgeon gently pulled back on the tissue and manually cut it loose.

Manufacturer narrative:
The nurse stated the I/a tip was thrown away. The company technical support specialist did some troubleshooting with the nurse, and advised the nurse to contact the company sales rep to work with the surgeon on technique. The facility did not request service on the system. A review of complaints for the last 24 months did not indicate any additional reports for the system. A root cause for the reported reflux issue is unk and cannot be determined because no samples were returned for evaluation and steps cannot be taken to replicate or confirm the reported issue.